Manufacturer narrative:
Per the instructions for use (IFU) complications such as cardiovascular injury, perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause for ¿conversion to surgery¿ was not provided by the author and with limited information provided in the literature, patient factors/co-morbidities not provided in addition to the procedure itself, may have contributed to the reported complications and subsequent conversion to surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: barth s, reents w, zacher m, kerber s, diegeler a, schieffer b, schreiber m, lauer b, kuntze t, dahmer m, hamm c, hamm k. Multi-center propensity-matched comparison of transcatheter aortic valve implantation using the acurate ta/neo selfexpanding versus the sapien 3 balloon-expanding prosthesis. Eurointervention 2019; jaa-609 2019, doi: 10.4244/eij-d-18-01120. This is one of seven manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, "multi-center propensity-matched comparison of transcatheter aortic valve implantation using the accurate ta/neo self-expanding versus the sapien 3 balloon-expanding prosthesis" in the absence of randomized data, comparison of the transapical accurate and transfemoral accurate neo prostheses with the sapien 3 prostheses using propensity matching was performed. From 2012 to 2016, 1306 patients at 3 (B)(6) centers received either the accurate/accurate neo prostheses (n=591) or the sapien 3 prosthesis (n=715). Procedural complications requiring conversion to surgery occurred in 5 patients who received a sapien 3 valve. Information regarding the specific types of complication and treatment performed was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h10: narrative text. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10070, related manufacturer report no: 2015691-2020-10071, related manufacturer report no: 2015691-2020-10072, related manufacturer report no: 2015691-2020-10073, related manufacturer report no: 2015691-2020-10074 and related manufacturer report no: 2015691-2020-10076.